Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision thr was performed ¿due to several dislocation¿. Reportedly, the patient presented with a well-fixed anthology and r3 cup, which had been implanted in 2018. The head and liner were explanted and an or3o trial proved to provide ¿adequate rom without subluxation¿. It was communicated that the requested documentation was not available for inclusion in the medical investigation. Per correspondence, the patient is ¿recovering well¿. Based on the information provided, the root cause of the dislocations could not be concluded. The patient impact beyond the reported recurrent dislocations and subsequent revision could not be determined; however, reportedly the patient was ¿recovering well¿. No further medical assessment is warranted at this time.. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery of a total hip replacement was performed due to several dislocation. The patient presented with a well fixed anthology and r3 cup, which had been implanted in 2018. The head and liner were removed and a trial with or3o proved to provided adequate rom without subluxation.